Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) over 300mg/dl with nausea and unspecified ketones associated with a call service alarm. The patient was reportedly treated by a non-healthcare provider with insulin via injection and discontinued insulin pump therapy. The pump had reportedly emitted a call service 088 alarm, however the issue reportedly had not occurred multiple times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with inadequate response to an appropriately emitted alarm.